Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was not confirmed as related with the manufacturing process since all manufacturing controls were found acceptable and effective to detect the reported event. An inflation/deflation test was performed using syringe, air was applied to the cuff, and it was observed the cuff deflated after half an hour, the sample was submerged into a container filled with water and it was observed the pilot balloon leaked trough the pvt valve. Additionally, it was concluded that similar notifications was received regarding foreign matter observed inside valves causing issues with airflow. Investigation has concluded that these issues were caused by secondary processes or persons unknown, following supply, due to what appears to be an unknown substance possibly associated with the fitting of the device or introduced by the end user; besides all assembled valves are pressure tested for any leakage before being released as compliant to specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an air leak. It was indicated that the event occurred 30 days after of using the device. The patient was reintubated.